Event description:
A customer reported an altitude alarm with their pump. There was no adverse impact on the customer's blood glucose level. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.